Event description:
In (B)(6) 2014 after I had my 2nd child I opted for permanent birth control produced by bayer called essure. In (B)(6) 2014 the procedure took place. It is now (B)(6) 2016 and as of yesterday I am (B)(6). Procedure didn't work and should be removed from the market I believe. The essure device is still in me.